Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the ins had a depleted battery. The patient reported that the device was implanted in 2013 as a replacement and never worked. The patient also reported that the lead in his cervical region was fractured. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. It was unknown if any diagnostics/troubleshooting performed. It was unknown if any interventions or actions were taken to resolve the issue. The patient was requesting the device to be explanted. The issue was not resolved at the time of report. The patient was alive with no injury. No further complications were reported or anticipated.